Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after one year six months, the patient experienced severe right cva pain, which was possibly due to kidney stone. X-ray demonstrated one leg of the filter extends beyond the medial wall of the ivc which projects anterior to the abdominal aorta and adjacent to the small bowel. Subsequently after one year six months, the patient experienced right sided abdominal and flank pain. CT abdomen/pelvis demonstrated filter appeared with somewhat tilted and one leg extends outside the vena cava. Therefore, the investigation is confirmed for perforation of the ivc and inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced severe abdominal pain; however, the current status of the patient is unknown.